Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. On (B)(6) 2010, the lay-user/reporter contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving inaccurate high reading of "251 mg/dl." The patient's diabetes is managed with self adjusting insulin. On (B)(6) 2010 at 10:20 am, the patient reportedly took insulin after obtaining the alleged inaccurate high reading. At 10:45 am, the reporter found the patient unconscious and contacted the paramedics. Upon arrival, the patient was tested at "36 mg/dl" on emergency medical service (ems) meter and was treated with IV glucose. The patient's blood glucose eventually elevated to 166 mg/dl after receiving treatment. According to the troubleshooting performed with customer service, the patient was using expired test strips from 2008. This complaint is being reported because the patient claimed he became unconscious after he took insulin per the lfs meter reading. Please note that the inaccurate high issue was due in part to the patient's usage of expired test strips.

Event description:
Per (B)(4) adverse event report, this lead exhibited high thresholds and was explanted. The device was replaced with a linox s 65, (B)(4) and remains at the hospital. Should additional information become available, this event will be updated.